Event description:
Maude report ((B)(4)) submitted by a physician states that patient was revised to address synovitis and pain, possibly associated with loosening. Patient also complained that he felt metal on metal implant hitting together in his hip, felt like an electrical shock. (Hip)

Manufacturer narrative:
Revision due to synovitis, pain, possible loosening, implant noise and sensations like electrical shock.

Manufacturer narrative:
Maude report ((B)(4)) submitted by a physician states that patient was revised to address synovitis and pain, possibly associated with loosening. Patient also complained that he felt metal on metal implant hitting together in his hip, felt like an electrical shock. Doi (B)(6) 2006 - dor (B)(6) 2011 (hip) . The devices associated with this report were not returned. A complaint database search for the summit por taper finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a lot specific complaint database search was not possible for the remaining products as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.